Event description:
In an abstract titled "rationale for limited surgical intervention in vertebral body fractures of the osteoporotic pt", the following was noted: leakage of cement in 41/208 pedicle screws. Direction of leakage anterior/lateral for 40, epidural for 1 case. Extrusion of cement in 3/52 cases during the kyphoplasty procedure. No additional info was reported. Note: the abstract did not specifically identify the type of pmma cement that was used during the procedures.

Manufacturer narrative:
Report source: article titled "rationale for limited surgical intervention in vertebral body fractures of the osteoporotic pt", by tr blattert, c schmidt, js jarvers, c josten. Method - device not returned; follow-up with author not possible as no contact info provided.